Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 100mg/dl - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking insulin to manage diabetes. During the call on (B)(6) 2016, a blood test was performed by the customer fasting and produced test results of 83 mg/dl. The product is stored in the living room. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is 02/10/2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 100mg/dl - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking insulin to manage diabetes. During the call on (B)(6) 2016, a blood test was performed by the customer fasting and produced test results of 83 mg/dl. The product is stored in the living room. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is 02/10/2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.